Event description:
It is reported that the devices were implanted in 2002 and revised in 2009, due to the femoral and tibial components being loose and pt experiencing pain.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays and/or operative notes were returned for review. The devices were in vivo for approx 7 years and 7 months. The surgeon reported that both the femoral component and tibial component were loose. The pt's height, weight, age, build, and activity level are unk. Loosening of components can be attributed to the failure of the cement mantle at either the cement-implant interface, or the cement-bone interface. The cement technique, pt rehabiliation and other pertinent info is unk. Based on the available info a definitive root cause cannot be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.